Event description:
Vented tubing removed from packaging and connected to albumin. Upon priming the line, the albumin fluid began to leak from the lower 1/3 of the tubing. Packaging was intact upon opening the product and tubing appeared to be crushed. The tubing was discarded by the user.